Event description:
It was reported that during a routine follow-up, the implantable cardioverter defibrillator (ICD) device exhibited a single high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. When the impedance was subsequently measured several times, the result was 1050 ohms, which is within normal specification limits. The rv threshold, r-wave amplitude and shock impedance were all noted to be the same as the previous measurements and all within normal specification limits. There were no recorded episodes on the device. Isometric testing was performed and only one signal of noise was able to be reproduced when the patient's shoulder was extended forward. The patient will be monitored via a follow-up observation and the patient was also counseled on how to set up their remote monitoring system. Additional information was received that the rv lead exhibited a conductor fracture causing high out of range pace impedance measurements. As a result, the rv lead was explanted and replaced, and the ico device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-0) device as part of a therapy upgrade for the patient. The procedure was completed without any problem, and no adverse patient effects were observed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).